Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367. This situation occurred during dwell 1. The technical services representative (tsr) assisted the home patient (hp) to review the alarm log. The tsr explained the alarm, and that the hp would need to set up with new supplies. No patient injury or medical intervention was reported. During a follow up, the hp stated that he did not notice anything unusual at the time of the alarm. The hp stated he resumed therapy the following day without any problems. The hp stated he did contact with his nurse regarding the alarm. No patient injury or medical intervention was reported.